Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-7711-012-00 m/l taper femoral stem lot #60968915; item #00-6200-056-22 trilogy acetabular shell lot #61112444; item #00-8777-032-02 biolx opt hd/adpt lot #2758521; item #00-6250-065-30 bone screw lot #61119092. Event was initially reported under the wrong MFR number on 0001822565-2019-02747. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02054-1, 0001822565 -2019 -03374.

Event description:
It was reported a patient underwent a total hip arthroplasty (tha) right hip surgery. Subsequently, approximately six years post op the patient underwent revision surgery due to pain, elevated metal ions, and adverse local tissue reaction (altr). Surgeon noted corrosion, discoloration of components changes during the procedure and yellowing of the polyethylene liner. Additional information was requested however, none was available.

Event description:
No additional information.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined the product referenced is not related to the issue described. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.